Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 17 and 22 mg/dl from one meter and 100 mg/dl on the other meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The meters were replaced at the customer's insistence. No product will be returned.